Event description:
Reporter stated patient was experiencing constant hoarseness after having an MRI of the brain. The MRI was taken in 2001 and the generator was not programmed to off prior to the test as recommended in device labeling. The patient's device was programmed to off at office visit in 07/2002 and the patient's physician diagnosed nerve damage. The patient does not want to see an ent. The patient is reportedly doing better since programming the device to off. The patient is scheduled to be seen again by physician in 10/2002 at which time the device will be programmed back to on.